Event description:
It was reported that during a cystoscopy, the subject device had exhibited not sealing, a couple of dents and it was bent. This issue resulted in delay of the procedure for more than 30 minutes while the patient was under sedation. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01062 this report is related to the following linked patient identifier: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.